Manufacturer narrative:
Product complaint # :(B)(4). H6:part/ component/ sub assembly term not applicable (g07001). Investigation summary ==> <<it was reported that the actis size 10 broach was inserted into the femur via kincise. Removal of the broach from femur was attempted using kincise, an extra curved broach handle, and a double offset broach handle. After successful extraction of broach, imperfections in the neck/ trunion area of broach were present.>> the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the post of the actis broach sz 10 was found bent, also some scratches were observed around device surface. No other issues were observed. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed deformation of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion. The observed scratches of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like impacting of the device before is fully seated. The overall complaint was confirmed as the observed condition of the actis broach sz 10 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the actis size 10 broach was inserted into the femur via kincise. Removal of the broach from femur was attempted using kincise, an extra curved broach handle, and a double offset broach handle. After successful extraction of broach, imperfections in the neck/ trunion area of broach were present.